Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device shut down and would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the ring cover contaminated, the lower case and side bail covers broke, and the ring bail bent.

Event description:
It was reported the device paced at 300bpm for a temporary period of time. "Code blue" was called, and the patient recovered to nsr (normal sinus rhythm) after the device was replaced. Follow-up information received reported that this occurred when the patient was on the toilet trying to have a bowel movement. The patient's pulse rate changed, most likely due to the valsalva maneuver. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.